Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
The fully charged autopulse li-ion battery (s/n (B)(4) does not power on the customer's autopulse platform. The battery successfully chargers showing four solid green led lights. It is unknown where the problem occurred. However, patient use information was requested, but no additional information was provided.

Manufacturer narrative:
The zoll autopulse li-ion battery failure mode and serial number 10152 reported in this ccr are covered by CAPA 22-005. Refer to the CAPA documentation for details on the failure mode description, technical root cause discussion, and corrective action plan.